Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that capsular damage occurred during removal of the viscoelastic at the end of the procedure. A vitrectomy was performed. Reportedly the pt is doing well and no further problems have occurred. There was no report of any product problem. Refer to MDR 1313525-2015-00tbd for the lens used during the event.